Event description:
Baxter (B)(4) received a report that a folfusor had no flow during patient infusion. The concomitant medical products are currently unknown. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.